Manufacturer narrative:
(B)(4).

Event description:
It was reported that a vibratory alert for high, out of range pacing impedance was observed via remote transmission. No other electrical anomalies were detected. The physician elected to monitor the system via remote transmission and short-term ambulatory follow-ups. Patient condition was good.